Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing a hiccupping sensation deemed to be phrenic nerve stimulation from the left ventricular (lv) lead. Lead output was adjusted and the lead remains in use. The patient is a participant in the adapt response clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.